Event description:
A report was received that the patient was having difficulty charging. X-ray revealed that the ipg had flipped within the pocket site. The physician has recommended a revision.

Manufacturer narrative:
Additional information was received that indicated the physician repositioned the ipg and the patient was reportedly doing well.

Event description:
A report was received that the patient was having difficulty charging. X-ray revealed that the ipg had flipped within the pocket site. The physician has recommended a revision.